Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a proglide device after an iliac stenting procedure. Reportedly, during plunger retraction the physician noticed the two needles came out with no suture. A second proglide was attempted with the same result. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The second proglide is being filed under a separate medwatch report number.